Event description:
It was reported via repair work order that the scale was inaccurate due to malfunction load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Parts on order.

Event description:
It was reported via repair work order that the scale was inaccurate due to malfunction load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with updated conclusion.